Manufacturer narrative:
Product event summary: data files containing an image was returned and analyzed. The returned image showed a reddish liquid that appears to be urine inside a bag. In conclusion, the returned image confirmed the presence of hemolysis and hematuria in the urine. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that post pulsed field ablation procedure, hemolysis and hematuria occurred. The case was completed with pulsed field ablation. The patient was hospitalized for two days and post surgery and it was reported that their urine was a little red. An intravenous drip was administered for two days and the patient drank water to relieve the symptoms. A month later, blood routine testing and biochemical indicators returned to normal after re-examination. No further patient complications have been reported as a result of this event.